Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was no change in their activity and that even if they did not use the device after charging it completely, in about a week it would be dead even if turned off. It was reported that no steps have been taken to resolve the issue. Issue was not resolved. Patient was redirected to hcp to make an appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. It was stated the patient¿s ins would fully charge and she wouldn¿t use it, three days later ins was dead. No further complication and no symptoms were reported.

Manufacturer narrative:
Event date: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient used to be able to wait 2 weeks and when she went to use the ins the battery would still be full; now, the patient wouldn't use the ins during the week and just after a week, if she checked the ins, the battery was showing as dead. The patient said she had an appointment with the healthcare professional on (B)(6) and wanted a manufacturer representative to be there. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional reported that patient did not report the issue to their office on (B)(6) 2018 appointment. Hcp provided patient's weight information. No further complications were reported/anticipated.